Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the pump and the transmitter were out of range. However, the transmitter and pump were unable to regain connection and the transmitter was replaced to resolve the issue. The customer reported a blood glucose level (bg) of 329 mg/dl. Customer addressed bg with a correction bolus via the pump. No additional patient or event information was available.